Event description:
On (B)(6), 2012 a pharmacist contacted lifescan (lfs) from (B)(6) on behalf of the lay user/patient alleging that the patient's onetouch verio pro meter was having a meter memory issue. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the pharmacist stated that the patient was only obtaining/seeing "104 mg/dl" in the subject meter's memory. However, the pharmacist went on to say that she was able to see the last blood glucose result obtained on the subject meter and the result was "103 mg/dl." The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was having a meter memory issue. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. The retain test strips also passed all testing. The subject meter has been returned ((B)(4) 2012), however, testing has not been completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly and the primary complaint was not confirmed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.